Event description:
On (B)(6) 2011, a perigee was implanted to treat "anterior colporrhaphy." It was reported that there was erosion of the ams transvaginal mesh leading to pelvic pain sometime after the initial implant procedure.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.